Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer rf (radio-frequency) head failed testing. The cable was out of specification.